Event description:
Additional information received via MDR (B)(4): additional concomitant medicacation included paracetemol, ceftriaxone sodium, phytomenadione. On 16 sept 2013, the subject's icv device was implanted (826125). On 13 march 2018, the subject's icv was reimplanted without complication. On 22 march 2018, the subject underwent magnetic resonance imaging, results not reported. Additional treatment included ibuprofen and metamizole sodium. The outcome of the event was udpated from recovering/resolving to recovered/resolved on 23 mar 2018.

Manufacturer narrative:
Additional event and product information has been provided. To date, the sample has not been returned. A lot number has been provided. Upon completion of a review of manufacturing records, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
As reported by an investigator from the (B)(6) study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease, this patient developed an infection involving the rickham device and had device revision. This (B)(6)female subject with a history of; neuronal ceroid lipofuscinosis, pyrexia, language disorder, ataxia, cerebellar atrophy, pigmentation disorder, extensor plantar response, cognitive disorder, pyrexia, language disorder, ataxia, cerebellar atrophy, pigmentation disorder, extensor plantar response, cognitive disorder, dysphagia, and epilepsy. On an unspecified date, reported as approximately 4 years ago, the subject underwent implantation of an intracerebral ventriculostomy (icv) set (codman rickham (model # 82-1625) ventriculostomy set). On (B)(6) 2018, from 10:15 to 14:30, the subject's bmn 190 was administered. Twelve hours later the subject developed a temperature of 38.1°c. The subject had no other symptoms of infections. On (B)(6) 2018 at 02:30, the subject had a grade 2 bacterial infection of rickham device (device related infection). On (B)(6) 2018, the csf culture result obtained pre-infusion came back positive for propionibacterium acnes after 3 days culture time. The subject was started on ceftriaxone sodium and the icv device was explanted on (B)(6) 2018.

Manufacturer narrative:
A review of manufacturing records was not possible as the provided lot and product code are not valid. Complaint sample was not returned to codman and no valid lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.